Event description:
Boston scientific received information that according to a post-implant x-ray, the atrial lead had dislodged. The patient was on the table and about to undergo atrial lead repositioning when a drop in blood pressure and heart rate were noted, and the patient began to have flash pulmonary edema. The procedure was unable to be performed and the patient was transferred to the intensive care unit. Additional information has been requested from the field. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4). We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.